Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago, based on the date the manufacturer became aware of the event.